Event description:
During an aaa repair,the graft leaked blood from three areas of the bifurcation. Although the exact quantity of blood lost through the graft is unknown, it was reported to be not excessive. The doctor repaired the leakage with sutures to stop the bleeding. The graft was left in. The patient is doing well.